Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that after implanting two unspecified stents in the left anterior descending artery (lad), an attempt was made to advance a third stent, a 2.0 x 12 mm xience alpine stent in the first branch of the lad using the kissing stent technique. There was slight resistance noted with the implanted stent during advancement and the stent could not cross. Then the stent slipped off the balloon, but was caught by the delivery system and removed from the patient. The procedure was successfully completed with balloon angioplasty. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.